Event description:
Upon starting a hemodialysis session on (B)(6) 2016 the hemodialysis tech at the medical center noticed a brownish red particles coming out of the machines arterial transducer port. The pt's blood was returned and a back-up hemodialysis machine was used without the need to recannulate the pt's hemodialysis site. The arterial monitor line and pressure osculating device (pod), which connects to the arterial transducer port prevent blood from backing up to the pt. The pt was not exposed to any contamination. The machine in question was pulled out of service and bloodline was saved. Biomed was notified and further investigation of the machine in questioned revealed what appears to be blood in the interior transducer filter. The blood line vendor (medisystem) was notified. The machine vendor fresenius was also contacted.